Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at nominal pressure for about 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was in good condition.

Manufacturer narrative:
(B)(6).